Event description:
The customer reported two discrepant results observed on two patient samples when tested with the alinity m resp-4-plex assay. Sample ID (sid) (B)(6) was tested on (B)(6) 2022, and the result was positive for the flu a target (cycle number [cn] 40.47) and positive for the flub target (cn 37.15). The sample was retested on (B)(6) 2022 and resulted as negative for the flu a and flub targets, positive for the sars-cov-2 target (cn 37.93). Both testing was done on the alinity m instrument. After receiving a result with co-infection, the sample was re-tested on the cepheid platform on (B)(6) 2022, and the result was negative for the flu a and flu b target. Sid (B)(6) was tested on (B)(6) 2022, and the result was positive for the flu a target (cn 16.9) and positive for the flu b target (cn 39.27). The sample was retested on (B)(6) 2022 and the result was positive for the flu a target (cn 18.22) and negative for the flu b target. Both testing were done on the alinity m instrument. After receiving a result with co-infection, the sample was re-tested on the cepheid platform, and the result was positive for flu a target and negative for the flu b target. Sid (B)(6) was false positive for flu a, flu b, and sars-cov-2. Sid (B)(6) was false positive for flub. The customer stated that the co-infection results with the flu b target (or flu b variant in general) was unusual, which triggered the re-test of the patient samples. The results which were reported for the sids mentioned were: flu a positive for sid (B)(6) and negative for all targets for sid (B)(6). There was no adverse impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: alinity m resp-4-plex (list 09n79-096) lot 381817 retain sample was tested. Lot 381817 met all validity and acceptance criteria with no error codes. All curves did not cross the threshold and were interpreted as negative. The validity rate for the specimen samples was calculated at 100% which meets the specimen validity criteria of 100% for the rsv, flu a, flu b, and sars-cov-2 target. As a result, a potential product deficiency was not identified by this evaluation. Customer data review: the runs involving the reported sample identification (sids) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. The reported sample was at or near limit of detection (lod) therefore, the results may not be 100% reproducible. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-096) lot# 381817 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: the CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot# 381817. Complaint history review: the complaint history review was completed to identify related tickets to discrepant results (false positive) for the alinity m resp-4-plex amp kit lot # 381817. A product deficiency was not identified by this evaluation. Based on the investigation elements, a product deficiency could not be identified by this review.